Event description:
The reporter stated the surgeon inserted a 12.5 mm icm125v4 implantable collamer lens in the pt's left (os) eye in 2009. The lens was explanted at approximately 2 months later, due excessive vaulting. Subsequently the pt experienced narrowing of the angle. The lens was exchanged for a shorter lens.